Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was unable to be interrogated and the device was explanted and replaced. The patient presented to the emergency room with syncope. The patient was stable.